Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Event occurred on an unknown date in 2020. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot. Part number: 413.344s. Lot number: 2l58988. Manufacturing site: (B)(4). Release to warehouse date: dec 7, 2018. Expiry date: dec 1, 2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent the surgery for distal radius fractures by using the lcp dhs implants. After the surgery, the patient felt pain at the affected part during rehabilitation. A fracture line was confirmed in the CT although it was not found soon after the surgery. The surgeon recognized that this was a secondary fracture which occurred around the place where the blade was inserted. The surgeon offered the following comments. The direct cause of this event is because the patient probably twisted the lower limbs unintentionally. There is no correlation between this event and the products. Ultrasonic treatment will be applied to the patient. No further information is available. This report is for one (1) 5.0mm ti locking head screw self-tapping 44mm. This is report 5 of 5 for (B)(4).